Manufacturer narrative:
Other relevant device(s) are: product ID: enew2020c80ee, serial/lot #: (B)(4), ubd: 05-may-2012, UDI#: (B)(4); product ID: enlw1620c95ee, serial/lot #: (B)(4), ubd: 27-jul-2012, UDI#: (B)(4); product ID: enbf2820c170ee, serial/lot #: (B)(4), ubd: 07-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that approximately 8.5 years post implant the patient presented with a ruptured aneurysm and retroperitoneal bleed, resulting from a type 1b endoleak from the right limb and an unknown type iii endoleak. The patient underwent an intervention procedure to resolve the endoleaks, with 4 additional endurant stent graft extensions implanted. The endoleaks were reported to be resolved. Approximately 5 days post intervention procedure, the patient complained with pain and lipothymia. Type ia, ib left residual and ib right endoleaks were identified on CT. Patient underwent another procedure with implant of an endurant cuff (encf2828c45ee) and limb (etlw1616c156ee) and the endoleaks were reported to be resolved. Approximately 10 days post initial presentation a new type ii endoleak was noted from the left renal artery. A third procedure was performed with endoanchors implanted. Before discharge a small endoleak type ii from ima was noted. Patient was discharged to the out-patient clinical for surveillance. The investigator assessed the events as not related to the device, not related to the procedure. The sponsor assessed the event as possibly related to the endurant devices, not related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported that the type ib endoleak was assessed by the investigator to be related to the endurant device and not related to the procedure. It was reported the investigator assessed the type ia endoleak and as related to the device, the sponsor assessed the type ia to be possibly related to the device. It was reported the investigator assessed the type iii endoleak as related to the device, the sponsor assessed the type iii to be possibly related to the device. The sponsor assessed the type ii endoleak as possibly device related. It was reported the investigator assessed the rupture to be device related, the sponsor assessed the rupture to be possibly related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that prior to presenting with a ruptured aneurysm the patient had consistently missed the follow-up appointments. If information is provided in the future, a supplemental report will be issued.